Manufacturer narrative:
The handpiece was rec¿d at the manufacturer for evaluation, but based on the investigation details the reported condition of the device running on it own during usage could not be duplicated. Service performed routine maintenance and did a clean, lube, and adjust to the device. The handpiece was returned to the customer.

Event description:
It was reported that the handpiece ran on its own during a routine maintenance visit and in a non-sterile environment. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences reported as a result of this event.